Event description:
Health professional reports receiving lower than expected act results using a hemochron response system while performing an unspecified procedure. After receiving 2 consecutive lower than expected act results, professional tests side by side with another hemochron response system. At 11:24, act result 442 using hemochron response system vs act result 278 using another hemochron response system. At 11:30, act result 325 using hemochron response system vs act result 411 using another hemochron response system. At 11:58, act result >1500 using hemochron response system vs act result 143 using another hemochron response system. Professional started a new lot of act tubes as a result of the elevated act result. At 12:10, using new lot of act tubes, act result 219 using hemochron response system vs act result 220 using another hemochron response system.

Manufacturer narrative:
(B)(4). MFR evaluation currently in process.